Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement test. The insulin pump has cracked case at the display window corners, display window, battery tube threads minor scratched lcd window and with broken belt clip slot.

Event description:
Customer reported via phone, the insulin pump alarmed button error. Customer stated he attempting to add insulin to the device and the buttons stopped working. Customer's blood glucose was 97 mg/dl. Customer does not recall any significant events which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.